Event description:
Account contact reports: strikethrough had occurred at this facility with an impervious gown. One physician noted dried blood on forearms after an operating room case on a pt who was positive for hepatitis. There was no treatment rendered.

Manufacturer narrative:
Date sent to FDA: 7/2/1998 h2: based upon the FDA response letter, dated 6/5/1997, this complaint is reportable to the FDA since it is "a device labeled to be impervious to fluid penetration and would be considered a malfunction that is likely to cause or contribute to a death or serious injury if the malfunction were to recur." H3: there was no sample returned nor lot number provided. The evaluation of this reported event was limited due to amount of info available. A review of complaint trends does not indicate that there has been a recent increase in the number of strikethrough complaints. No corrective action is necessary at this time. Trends will continue to be monitored.